Event description:
Baxter reports nine incidents of fiber blood leaks which occurred during patient use. Some incidents occurred within 60 minutes from initiation of treatment, while other incidents occurred after two hours of treatment. These incidents occurred after eleven to seventeen reuses of the dialyzer. No patient injury or medical intervention was noted by baxter affiliate.